Manufacturer narrative:
(B)(4). Method: eight of the 10 affected rt236 infant dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) for inspection. The returned breathing circuits were pressure tested and submerged in a waterbath to test for leaks. Results: six of the eight rt236 infant breathing circuits failed the pressure test. The pressure test results were outside the required specification. Upon submersion in a waterbath, the infant breathing circuits were found to be leaking from the swivel. No fault was found with the other two rt236 infant breathing circuits. The pressure test results were within the required specification. A lot check revealed 9 other complaints of this nature for lot number 100713. Conclusion: swivel leaks in the breathing circuits are usually caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. The user instructions that accompanied the device state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).

Event description:
A hospital in (B)(6) reported that a quantity of 10 rt236 infant dual-heated evaqua breathing circuits failed the leak test. This was observed prior to patient use. No patient consequence was reported.